Event description:
The physician was performing a colonoscopy using a polypectomy snare. The snare broke at the distal tip leaving a portion of the wire inside of the patient. The piece of wire was retrieved using another snare. The procedure was completed and the patient was reported to be in good condition.